Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The investigation reviewed the qc data and the results were within specifications. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-hcv ii immunoassay results from four patient samples tested on the cobas e 801 analytical unit. Please refer to the attachment pt-0069186 for the table containing the questionable results from the analyzer, the results from the abbott analyzer, and the results using the enzyme-linked immunosorbent assay (elisa) and immunoblot laboratory methods.

Manufacturer narrative:
The patient samples were received for investigation. The investigation determined that sample (B)(6) is consistent with a false anti-hcv ii non-reactive result; sample (B)(6) is indeterminate; and samples (B)(6) are not regarded as true positives and the elecsys assay results are correct. The investigation determined the event was due to patient sample-specific discrepancies. Product labeling states "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The assay is performing according to specifications.